Manufacturer narrative:
Medtronic received additional information that approximately one month and twenty-four days post implant of this bioprosthetic valved conduit, the patient died. The official cause of death was reported as mediastinal abscess with fungal pulmonary artery graft endocarditis and sepsis. Pathology confirmed fungal vegetation was present on the cusps of the conduit. Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed a 6cm section of the conduit was returned cut longitudinally. Leaflet damage was observed. Due to the condition of the valve, the leaflet and commissure location could not be confirmed. Remnants of leaflets were evident, and cuts were noted on one leaflet. Vegetation appeared to infiltrate one leaflet. A section of the aortic wall that would have had the third leaflet was cut off and not returned. White pannus was seen on outer wall and soft thrombotic tissue (vegetation) appeared to infiltrate the leaflet. Vegetation was also observed on the adjacent aortic wall. Radiography did not reveal any calcification on the conduit. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported endocarditis is unlikely to be attributed to the device and/or manufacturing process. The reported mediastinal abscess and sepsis are possible pre-disposing factors. Overall, the main source of infection is unknown, however, there is no indication that the endocarditis originated from the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The event date was reported as unknown, therefore a likely date of (B)(6) 2018 was selected . Based on when the information was obtained by medtronic. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this pulmonary bioprosthetic valved conduit, the conduit was explanted due to a possible fungal infection. An unknown duration post explant the patient passed away. The cause of death was not received. There was no evidence to suggest that the conduit or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed.